Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the pump alarmed for "safety clamp open" and the 100ml bottle of propofol and the tubing above the pump were noted to be empty. The pump was set to infuse at 20mcg/kg/min with a vtbi of 80ml. Although the bottle was empty, the pump indicated that there was a vtbi of 65ml. The clinical staff stated that "previously in the evening, the pump had been incorrectly alarming 'container empty' when there was still plenty of medication in the bottle." At 0145, the patient had received approximately 90ml of propofol over 20 minutes. As a result, the patient's blood pressure was 50/30. The tubing was disconnected from the patient and the bp was monitored every 3-5 minutes. At 0220, the patient's bp recovered to 97/49 and the propofol was held until the bp stabilized to a normotensive level. The service facility, uhs, reported that after thorough testing of the units was performed the infusion pumps passed all tests and were found to be within manufacturer¿s specifications for all parameters.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows pump module s/n (B)(4) was in use and infusing propofol 1000mg/100ml (drugid (B)(4)) at a rate of 29.8ml/hr. At 11:49 pm on 29 october 2018, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. At 11:50 pm, the user changed the vtbi to 30ml. The user then changed the dose to 30mcg/kg/min, which made the rate 22.3ml/hr and started the infusion. At 12:08 am on 30 october 2018, the user changed the dose to 20mcg/kg/min, which made the rate 14.9ml/hr. Between 12:57 am and 1:14 am, the device alarmed for fluid side occlusion 3 times and the infusion was restarted after each alarm. At 1:14 am, the door was opened and the device alarmed for flo stop open for 6 seconds. The door was then closed and the infusion restarted. The device alarmed again for flo stop open for 4 seconds and the door was opened. At 1:18 am, the device alarmed again for flo stop open for 4 seconds. The door was then closed and opened and then closed again and the infusion restarted. The user then changed the vtbi to 70ml. At 1:38 am, the device alarmed again for flo stop open for 2 seconds and the door was closed and the infusion restarted. Between 1:38 am and 1:43 am, the log shows multiple door open and closes and flo stop open alarms (flo stop open for a total of 13 seconds). The device then alarmed for check IV set and then the user channeled the device off. At 1:50 am, the device was removed from the system. The volume recorded as being infused during this period was 24.719ml. The root cause for the customer¿s report of an overinfusion was not identified. No device was returned for investigation.

Event description:
The customer reported that the pump alarmed for "safety clamp open" and the 100ml bottle of propofol and the tubing above the pump were noted to be empty. The pump was set to infuse at 20mcg/kg/min with a vtbi of 80ml. Although the bottle was empty, the pump indicated that there was a vtbi of 65ml. The clinical staff stated that "previously in the evening, the pump had been incorrectly alarming 'container empty' when there was still plenty of medication in the bottle." At 0145, the patient had received approximately 90ml of propofol over 20 minutes. As a result, the patient's blood pressure was 50/30. The tubing was disconnected from the patient and the bp was monitored every 3-5 minutes. At 0220, the patient's bp recovered to 97/49 and the propofol was held until the bp stabilized to a normotensive level. The service facility, uhs, reported that after thorough testing of the units was performed the infusion pumps passed all tests and were found to be within manufacturer¿s specifications for all parameters.

Manufacturer narrative:
Report source: (B)(4). No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pump alarmed for "safety clamp open" and the 100ml bottle of propofol and the tubing above the pump were noted to be empty. The pump was set to infuse at 20mcg/kg/min with a vtbi of 80ml. Although the bottle was empty, the pump indicated that there was a vtbi of 65ml. The clinical staff stated that "previously in the evening, the pump had been incorrectly alarming 'container empty' when there was still plenty of medication in the bottle." At 0145, the patient had received approximately 90ml of propofol over 20 minutes. As a result, the patient's blood pressure was 50/30. The tubing was disconnected from the patient and the bp was monitored every 3-5 minutes. At 0220, the patient's bp recovered to 97/49 and the propofol was held until the bp stabilized to a normotensive level.